Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a pre-operative inspection, the field service engineer noticed that the tension washer that holds the tightening knob of the mayfield head holder adaptor in place was missing. The robot was used as normal for a biopsy case and the accuracy looked good (verified by an o-arm scan).

Manufacturer narrative:
It was reported by a company field service engineer that the tension washer that holds the tightening knob in place on the mayfield head holder adaptor s/n (B)(6) was missing, without impact on its functionality. A hardware engineer confirmed that this missing component on the mayfield head holder adaptor does not pose a risk, the patient's head support is not be impacted. Indeed, the role of this part is to not enable to remove the handle from its support, to avoid its unintentional disassembly. According to the hardware engineer, it is barely impossible to remove the tension washer by hand, without tools. The assumption was made that when the user cleaned the mayfield head holder adaptor, it was disassembled and the tension washer was lost. However, it cannot be confirmed. A replacement tension washer has been installed on 01-mar-2019 by a company field service engineer.unique identifier (UDI) #: (B)(4).

Event description:
During a pre-operative inspection, the field service engineer noticed that the tension washer that holds the tightening knob of the mayfield head holder adaptor in place was missing. The robot was used as normal for a biopsy case and the accuracy looked good (verified by an o-arm scan).